Event description:
It was reported the pt is experiencing pain and soreness at her ipg site. The pt stated that the ipg felt as if it had flipped over in the pocket. She applied pressure to it and flipped the ipg back over. X-rays were taken and did not show any abnormalities. The pt is receiving effective stimulation and has no issues with charging.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.